Event description:
A patient reported experiencing a cartridge error approximately two months ago, although the exact date and alert name were not recalled. There was no adverse impact to the patient¿s blood glucose level. The patient resolved the issue by replacing the cartridge and resuming insulin administration.